Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center further evaluated the removed part and determined that the cause of the reported issue was due to a shorted diode, cr20 on the power pcb assembly.